Event description:
Attempted to pull the basket back into the sheath to insert device down bronchoscopy scope, but basket would not move despite control handle opening and closing. Unable to use the device.